Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed no errors or abnormalities that would indicate the pod was not running as expected. The drive mechanism assembly and the electrical components showed no damages or deficiencies that would prevent normal operation. The pod was successfully rerun and activated; the pod's rerun data showed no errors or abnormalities. The exact cause of the reported pod communication error event could not be determined. The investigation found a tear in the exposed soft cannula. The exact time and cause of the exposed soft cannula damage could not be determined. During fluid path testing, a dull needle was observed indicating an inadequate hard cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level reached over 250 mg/dl. A communication error occurred with the pod while it was worn between 4 and 24 hours. The patient was doing light household chores at the time. Details regarding treatment were not reported.